Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'failed flow rate test high' was reproduced. The device was tested for flow accuracy and did not delivered within intended range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the door and hooks. The door and hooks will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate test high. This occurred before first clinical use in the biomed service department. There was no patient involvement. No additional information is available.